Manufacturer narrative:
The returned device was evaluated. During evaluation, it was found that some of the led segments did not illuminate correctly. Internal inspection revealed corrosion due to fluid ingress. The unit was also unable to engage in monitoring. It was determined that the system board was damaged. The system board was replaced and the unit functioned as designed.

Event description:
It was reported that the first two digits of the top and bottom display are missing. There is no report of any patient impact or consequence as a result of the issue.